Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The patient noted that the cannula did not insert into the skin and upon removing the pod she noticed that the cannula was visibly shorter. The pod was not worn. No impact to the patient's glucose level was reported. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.